Event description:
It was reported that this pacemaker recorded inappropriate atrial tachy response (atr) that were caused to oversensing of ventricular signals on atrial channel. Technical services (ts) discussed possible reprogramming options. This pacemaker remains in service. No adverse patient effects were reported.